Event description:
It was reported during a post-implant follow-up in clinic, the patient had felt palpitations which caused discomfort. Technical support was contacted and observed episodes of pacemaker mediated tachycardia which was due to loss of capture. The device was reprogrammed as recommended by ts. The patient was stable.